Event description:
It was reported that when using the bd pyxis¿ es server, the a21 message was not getting processed in cce. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where a21 message was not processing in carefusion coordination engine (cce). A technical support specialist (tss) informed the customer that admission, discharge, and transfer (adt) events a21, a22, a52, and a53 are not supported in enterprise server (es) version 1.6.1. The tss also attached the interface specification guide for the customer's reference. The system functioned as intended after the technical support specialist investigated the issue.